Manufacturer narrative:
The minute ventilation sensor was programmed off to mitigate the oversensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead and right ventricular (rv) lead, exhibited minute ventilation sensor oversensing on both channels resulting in pacing inhibition. Abrupt changes in both ra and rv pacing impedance measurements were noted, including out of range ra measurements. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported.